Event description:
Note: this report pertains to six of seven devices used during the same procedure for the same patient. It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2026. It was reported that during the procedure, the nurse identified small fibers inside the device packaging. The device was not used due to observed contamination. A total of seven speedbands were opened, all of which were found to be compromised with fibers. The facility staff suspected the fibers originated from the speedband superview super 7 strap. As a result, the procedure was cancelled and the patient was rescheduled due to lack of remaining inventory. The patient was sedated under general anesthesia when the procedure was cancelled. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a180104 captures the reportable event of contamination. Imdrf device code a0413 captures the reportable event of material separation. Imdrf impact code f1001 captures the reportable event of cancelled rescheduled, post sedation, sedation unknown. The speedband superview super 7 device was not returned for analysis; however, inspection of the images provided by the facility revealed the presence of loose fibers consistent with material originating from the device strap. No additional observations could be made due to the absence of the physical device. The reported events of device material separation and device foreign material present in device were confirmed based on the evidence available. A risk review was completed and confirmed that the event of device foreign material present in device is defined in the risk documentation and is documented accordingly, supporting acceptable risk benefit for the product. The patient contacting portion of the device is individually packaged in a sealed pouch, and under normal manufacturing controls there is no mechanism for particles to enter the ligator housing pouch. Product record review confirmed that the device met all manufacturing specifications and no abnormalities were noted during the assembly process. Based on the compiled information and analysis performed, the most probable cause for this event is quality control deficiency.

Event description:
Note: this report pertains to six of seven devices used during the same procedure for the same patient. It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2026. It was reported that during the procedure, the nurse identified small fibers inside the device packaging. The device was not used due to observed contamination. A total of seven speedbands were opened, all of which were found to be compromised with fibers. The facility staff suspected the fibers originated from the speedband superview super 7 strap. As a result, the procedure was cancelled and the patient was rescheduled due to lack of remaining inventory. The patient was sedated under general anesthesia when the procedure was cancelled. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device codea180104 captures the reportable event of contamination. Imdrf device code a0413 captures the reportable event of material separation. Imdrf impact code f1001 captures the reportable event of cancelled rescheduled, post sedation, sedation unknown. Block h2: correction. Block g1: MFR site facility name, address, city and country. Block h2: device evaluation: block h11: investigation results: the speedband superview super 7 device was not returned for analysis; however, inspection of the images provided by the facility revealed the presence of loose fibers consistent with material originating from the device strap. No additional observations could be made due to the absence of the physical device. The reported events of device material separation and device foreign material present in device were confirmed based on the evidence available. A risk review was completed and confirmed that the event of device foreign material present in device is defined in the risk documentation and is documented accordingly, supporting acceptable risk benefit for the product. The speedband superview super 7 device strap is classified as a non-patient contacting component. Velcro fasteners are manufactured using nylon materials, and nylon is listed by the FDA as having low biocompatibility risk, as referenced in attachment g of the FDA guidance on the use of international standard iso 10993 1 biological evaluation of medical devices part 1 evaluation and testing within a risk management process, dated (B)(6) 2023. The patient contacting portion of the device is individually packaged in a sealed pouch, and under normal manufacturing controls there is no mechanism for particles to enter the ligator housing pouch. Product record review confirmed that the device met all manufacturing specifications and no abnormalities were noted during the assembly process. Based on the compiled information and analysis performed, the most probable cause for this event is quality control deficiency.